Event description:
It was reported that the patient experienced a syncopal episode. The pulse generator exhibited noise and over sensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.